Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. Analysis and results: there is a previous complaint of this code-batch regarding the same issue (closed as confirmed after the analysis). We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 108 closed samples and 3 opened samples (seem unused) with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 2.66 kgf in average and 1.76 kgf in minimum and fulfilled ep requirements (1.83 kgf in average and 0.61 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle was not attached to the thread when opening three packages. There is no patient involvement.